Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of f-50 alarm was confirmed. The cause for the reported condition was not determined. No repairs have been performed as the referenced device has been removed from service and swapped with another device. If any additional relevant information is received, a follow up MDR will be sent. Problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Event description:
It was reported that a flogard infusion pump experienced an f-50 alarm. There was no patient involvement. Additional information was requested and is not available.